Event description:
It was reported that the pt experienced a change in mental status with symptoms of confusion when examined on (B)(6) 2011. It resulted in pt hospitalization. Drug delivered via the pump was morphine 5.0 mg/ml at a daily dose of 0.8249 mg. The dose of morphine was reduced on the same day. Outcome was stated as "ongoing".

Manufacturer narrative:
(B)(4).

Event description:
The patient was confused when they arrived to the ER. The results of the MRI with contrast were negative. The etiology of the acute confusion was unclear. It was unlikely related to the device/therapy but could have been possibly related to the drug.

Event description:
The patient recovered without sequela.